Manufacturer narrative:
E1 - initial reporter phone. (Ext) # (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited downstream occlusion. There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Service history review identified preventative maintenance was performed in december of 2024; the downstream occlusion (dso) sensor, bezel, dso seal, piezo front and labels were replaced. The customer reported issue was not duplicated during functional testing, but the dso seal was found to be degraded. The dso seal was replaced, and the pump then passed all testing.